Manufacturer narrative:
One device was returned for repair. No relevant service history was found. Review of event log confirmed the reported error. The mainboard and interconnect board were replaced to correct primary problem. Pump was fully operational and within factory specification post repair.

Event description:
It was reported that there was an acu watchdog/primary audible alarm failure, which generally indicates a problem with the pump's internal watchdog circuit, a safety feature that monitors the pump's functionality.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was an acu watchdog/primary audible alarm failure. No additional information was provided.